Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced uncomfortable and painful stimulation due to high impedance. Surgical intervention took place where all leads were explanted and replaced with a paddle lead. Related manufacturer reference number: 3006705815-2023-01383, 3006705815-2023-01385.